Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced pain, erosion, extrusion, dyspareunia, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. On (B)(6) 2011: 1 cm mesh exposed under urethra, during sex noted material in vagina causing discomfort. On (B)(6) 2011: 1 cm mesh erosion in left vaginal sidewall, just behind pubic bone. On (B)(6) 2011: mesh erosion, 1.5 cm excised. Enterocele coming down. On (B)(6) 2012: mesh palpable over urethra, treated for trichomonas. On (B)(6) 2012: mesh erosion symptoms with dyspareunia, pelvic pain, 1/2 x 7/2 cm exposed mesh in anterior vagina, underneath urethra. On (B)(6) 2012: dyspareunia, irritation, able to grab and cut away area of mesh extrusion. On 08/16/2012: on antibiotics for pancreatitis and wound infection post removal of gallbladder. Yeast vaginitis, trichomonas. On (B)(6) 2012: second vaginal infection related to wound infection, secondary to a recent gallbladder surgery and pancreatitis.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh extrusion/protrusion (foreign body in patient), blood loss, enterocele (prolapse), lower pelvic pain, dyspareunia, irritation, sensation of being stuck in vagina (foreign body sensation), bloody discharge, scar tissue (scarring), uncomfortable band of tissue (discomfort) and nonsurgical and additional surgical interventions.